Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was able to adjust their basal rates over the phone. The customer was not using the sensor before the phone call. The customer was assisted with programing their meter. The customer declined any further troubleshooting. The customer did not return the product back for analysis.